Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received inappropriate defibrillation therapy due to right ventricular lead noise. Additional information was requested but not received regarding the resolution of the event. The patient was in stable condition.